Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. No damages or deficiencies to the fluid path, needle mechanism or drive mechanism were observed that could have resulted in a failure to deliver insulin. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 335 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nauseas, thirst and diarrhea. Once at the hospital emergency room the patient was treated with intravenous fluids as well as anti-nausea medication. The patient was at the hospital for 3 hours. The patients reported blood glucose level when they were discharged from the hospital was 280 mg/dl.